Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the initial inflation. The lesion being treated was a mildly calcified, 30% stenotic 2.9 mm lesion in the mildly tortuous right circumflex coronary artery. A maverick balloon was also used for predilation with no issues. The quantum maverick monorail balloon was being used to post-dilate an unk stent. The procedure was successfylly completed with this device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the catheters balloon material revealed a tear in the balloon wall located 2.1 centimeters proximally from the distal tip. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these included the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was predilated. During the manufacturing process all units are tested for balloon leaks. All devices are placed in individual validated packaging specifically designed to accommodate the shape of the device in order to protect them during the shipment process. The exact cause of the tear could not be determined. The manufacturing records for top assembly batch 8590411 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There have been no similar complaints noted for this lot.